Event description:
Reported discordant results for 1 sofia sars symptomatic patient (26 month old). The patient received a positive sofia sars result 21 days after their initial positive sofia sars result. The customer communicated that the result was confirmed negative through pcr testing, but physician believes pcr result to be incorrect. A serology test was performed and the result was positive.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: email.